Event description:
A pd patient reported that his machine sounded an m30 balloon value leak warning during his cycler set-up phase. In addition, a fluid leak occurred. He stated that he discarded this cassette. No report of patient ill effect.